Event description:
It was reported that needle is clogged during injection with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported needles clog during injection.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle is clogged during injection with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: it was reported needles clog during injection.